Event description:
Drills broke off during medical procedure. Broken parts were removed. Nothing remained in the patient. Replacement was available. Procedure was completed successfully with no adverse consequences reported.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: visual inspection reveals deformation on the remainder of the helix on the drill bit and rough surface at the breakage point which are consistent with an instant breakage due to excess torsion load. There are also spiral scratches on the shaft of the drill consistent with contact to hard surface during drilling. Patient is also reported to have hard bone. Root cause is attributed to breakage due to excess load and is user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Drills broke off during medical procedure. Broken parts were removed. Nothing remained in the patient. Replacement was available. Procedure was completed successfully with no adverse consequences reported.